Manufacturer narrative:
On 29-may-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hub on the vizigo sheath was cracked. The sheath was replaced and the procedure was continued. No patient consequences were reported. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The side port (stopcock/three-way valve) was observed without problem. A device history review was performed for the finished device 00002234 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hub on the vizigo sheath was cracked. The sheath was replaced and the procedure was continued. No patient consequences were reported. Additional information: the hemostatic valve appeared normal. The hemostatic valve was not dislodged inside the hub. The brim cap/hub was not dislodged inside the sheath. The sheath was not being used on the patient. Broken hub is MDR-reportable.